Event description:
On (B) (6) 2009, the pt was treated for an infrarenal aortic aneurysm with two gore excluder aaa endoprostheses. Per gore imaging services, on (B) (6) 2009, there appears to be contrast pooling within the aneurismal sac, the origin of this contrast cannot be determined with available imaging. Communication between pooling contrast and lumbar arteries is visible. Maximum aneurismal diameters 57.33mm x 57.69mm. On (B) (6) 2010, imaging shows contrast within the left accessory renal artery, as well as the lumbar arteries at the level of implanted devices. There appears to be contrast pooling within the aneurismal sac, the origin of this contrast cannot be determined with available imaging. Communication between pooling contrast and lumbar arteries is visible. Maximum aneurismal diameters 59.57mm x 63.77mm. The physician is presently monitoring the pt.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are a result of pt's anatomy and are not indicative of device failure. Available info does not indicate any evidence that the device contributed to the observed type ii endoleak. Gore has made the decision to include only trunk devices on complaint files containing type ii endoleaks.